Event description:
Customer reported that the pump screen was detaching, exposing bright light underneath and compromising its water resistance. Blood glucose levels were not impacted adversely by the display issue, remaining within normal range. The customer continued to use current pump.